Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on an unspecified date and a mesh was implanted due to bladder prolapse. It was reported that following insertion the patient experienced constant bladder pain, painful intercourse, bladder prolapse, leakage and incontinence. (B)(4).

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005, (B)(6) 2008, and (B)(6) 2009 and meshes were implanted into the patient. It is also reported that the patient had bs ¿ repliform implanted. No clarifying information provided. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.